Event description:
It was reported that the hex of the set screw of small offset connector was worn when the surgeon performed final tightening with anti torque key and torque wrench. The hex changed to circle and torque wrench did not fit. The surgeon heard snapping noise before the hex was worn. The connecter could not be removed, so the operation was finished, though it was not confirmed that the locking of the set screw was completed or not. The torque wrench did not break.

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering eval.